Event description:
It was reported that the drill attachment was heating up while conducting preventative maintenance. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires.